Event description:
As reported, the stent on a 6mm x 18mm palmaz blue on aviator plus stent delivery system (sds) dislodged into the aorta after insertion and was subsequently retrieved via open surgery. The device was being used to treat the renal artery. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.